Manufacturer narrative:
The suspect device is expected to be returned to olympus for further evaluation and testing. We have requested that the user facility provide the details of their cleaning, disinfection and sterilization processes. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
During routine microbiological testing of the subject device by olympus personnel at the user facility, the endoscope tested positive for microbial contamination. On (B)(6) 2022, the scope tested positive for 1.9 colony forming units (cfu) of bile-tolerant gram-negative bacteria. On (B)(6) 2022, the scope tested positive for 1.7 cfu of escherichia coli (e. Coli). The total aerobic microbial count was greater than 1 cfu/ml. The user facility did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is an enzymatic detergent. Steps to pre-cleaning include aspiration of water and flushing of the air/water and auxiliary water channels. The device is manually cleaned with a non-olympus model cleaning brush and enzymatic detergent. The points brushed during cleaning include the instrument / suction channel, suction cylinder, instrument channel port, and distal end/areas around the elevator. The device is processed in a soluscope automated endoscope reprocessor (aer) with unknown detergent/disinfectant. The device is stored vertically in a simple cabinet. Olympus is the maintenance provider of the subject device. The device was not sterilized. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct information provided on the initial report, to provide the results of the device evaluation, and to provide the event date. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope and the distal end were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was then returned to olympus for evaluation. During inspection and testing, service found that the charge-coupled device (ccd) cover lens was scratched, the light guide cover lenses were cracked, the distal end (c-cover) was cracked, and the glue on the bending section cover (a-rubber) was separated. The date received by manufacturer should have been may 24, 2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The investigation is still in-progress. If additional information becomes available, this report will be supplemented accordingly.